Event description:
It was reported, the atrial lead impedance measurements were low. The capture threshold had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2003 (B)(6); 4092 implantable pacing lead 2003 (B)(6). (B)(4).